Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The technician stated that the leak occurred at the arterial port and leaked into the arterial hansen connector. She stated that approx. 50cc/ml of blood was lost. Patient had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.